Event description:
The complainant indictaed that during the biomed's routine preventative maintenance of the paddles they found the discharge buttons to be sticky and were unable to discharge. The complainant indicated that there was no pt involvement with this reported malfunction.